Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Analysis found an external abrasion on the lead exposing the outer coil noted adjacent to the connector boot measuring 4.5 cm to 4.6 cm from the connector pin. This was caused by friction to device can.

Event description:
It was reported that the patient presented for a scheduled procedure. Prior to procedure, it was discovered that the right atrial lead exhibited noise. The lead was explanted and replaced. The patient was in stable condition.